Event description:
A report was received that the patient will undergo a lead revision. The reason for the revision is unknown at this time.

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient will undergo a lead revision. The reason for the revision is unknown at this time.

Manufacturer narrative:
Additional information was received that the patient is undergoing a pocket revision, not a lead revision. The reason for the pocket revision is due to discomfort caused by the location of the pocket.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2208-70 serial # (B)(4) description: linear st lead - 70 cm.

Event description:
A report was received that the patient will undergo a lead revision. The reason for the revision is unknown at this time.